Manufacturer narrative:
The defective pump was returned to the manufacturer for further investigation. During the investigation the reported failure could be confirmed and the issue was traced to a electrical failure of the motor. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side during setup. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate and confirmed the reported failure. The pump motor of the patient bridge was found to be working intermittently, so the bridge was replaced. Functional checks were performed and no further issues were noted. The unit was released to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side during setup. There was no patient involvement.